Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the palindrome catheter was placed on the 10/30/2013. The catheter had a leak below the y junction and sucked in air. The catheter was pulled and replaced with a new one. The pt was prescribed antibiotic treatment but showed no immediate symptoms of infection for air embolism.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.